Manufacturer narrative:
(B)(4). Report source: (B)(4). Multiple MDR reports were filed for this event. Please see reports: 3002806535-2018-01048, 3002806535-2018-01049. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in clinical study (B)(6) the patient had severe to extreme pain, feeling knee might suddenly give away "most of the time", moderate difficulty performing daily activities, constant limping requiring cane as a walking aid six months post primary implantation. Attempts have been made and no further information has been provided.